Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. A supply change was performed, and insulin delivery was resumed. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was between 300 and 400 mg/dl.